Manufacturer narrative:
Although no misadministration was reported in this case, there is a potential for a mistreatment if the users do not notice the incorrect shift and apply the proposed (incorrect) shift. The facility has instructed the users on this machine to pay extra attention. This situation is currently under investigation. Additional follow-up to this MDR is expected upon completion of the investigation. Varian reference: (B)(4).

Event description:
An incorrect shift was suggested for mv matching (offline and online) on the varian workstation. The image taken was shifted approx 2cm compared to the drr behind; field limits did not align to the image taken. There is a potential for a mistreatment in case the users do not notice the incorrect shift and apply the proposed (incorrect) shift. The facility has instructed the users on this machine to pay extra attention. The problem could not be reproduced. No report of injury was received.